Manufacturer narrative:
A synergy ous mr 3.00 x 32 stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage with struts in the distal region lifted and pulled proximally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous left anterior descending artery. A 3.00 x 32 synergy drug eluting stent was advanced, but was unable to cross the lesion even after multiple tries. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed stent damage.